Manufacturer narrative:
Continued: e.1. Zip code: (B)(6), phone number: (B)(6), fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported "potential rupture". Later healthcare professional reported "intracapsular rupture" and "small extra-capsular fluid collections". The device has been explanted. This record is for the right side.